Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted on (B)(6) 2019. The product was evaluated. The device was visually inspected and found that there was no damage to the needle or cannula. The reported event of a broken needle was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.